Event description:
It was reported the patient was experiencing worse pain after the implant of the scs system than before the system. The patient reported rib stimulation, and the sjm representative was not successful in advising how to turn the stimulation off over the phone, so the patient was advised to go to the emergency room. The sjm representative was able to advise the e.r. Staff how to turn the stimulation off. It was reported the patient had the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.